Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2016 explanted: (B)(6) 2020 product type lead product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2016 explanted: (B)(6) 2020 product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient reported she fell on an end table and broke with the wires in three places. Patient stated she met with rep and rep checked the device and said there was no connection. Patient stated that's why she had to get ins replacement in feb 4,2020.